Manufacturer narrative:
The device was evaluated by the returns department which found that the actuator was returned and the issue was not able to be duplicated due to not being set up to test underload.

Event description:
Per dealer, the actuator is stuck in the up position, will not come down with weight in it

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per dealer the actuator is stuck in the up position, will not come down with weight in it.